Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all five stations were in disconnected mode. A technical support specialist (tss) identified that the system had entered disconnected mode, resulting in loss of communication between the pyxis stations and the server. This caused delays in dispensing, particularly for new medication orders and new patients, as data could not synchronized. Tss reviewed sync 2.0 status from the server and station, identified that error status true indicated an expired message condition due to lack of communication, verified and cleared upload errors using server queries, validated sync timestamps and sequence data, and confirmed from the station that transactions were properly queued and processed with the upload queue at zero and datasync service running correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all five stations at the location were operating in disconnected mode, with at least one station in critical override. New orders and patient profiles were not transmitting to the devices. Encompass it was contacted and confirmed that there were no known issues on their end that would account for this behavior. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.